Manufacturer narrative:
On supplemental MFR. Report #01 listed the incorrected year. The date should be 02/28/2014 rather than 02/28/2013.

Event description:
It was initially reported that the patient has high impedance with an increase in seizures. The patient is planning on having a lead and generator replacement but is has not happened to date. Additional information was received that the generator was not turned off when the high impedance was seen. There was no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. There were no x-rays taken. Patient has had high impedance before back in 2006 with replacement of lead and generator. In 2006, he had no increase in seizures. The physician said it was hard to relate seizure increase to vns. The increase in seizures is below pre-vns baseline. There were no causal or contributory programming changes, medication changes, or other external factors precede the onset of the increased seizures. Increase of simple partial seizures and complex partial seizures in october, slightly above his vns baseline. No interventions will be taken for the increase in seizures. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Event description:
The patient underwent generator and lead replacement (B)(6) 2013. Attempts to have the device returned for analysis have been unsuccessful to date.